Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and malfunction did not recur, so customer was advised to continue using pump and to call back if malfunction appeared again.